Event description:
The technician alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail is missing the lower pivot bolts and the latch plate is bent. The technician replaced the side rail latch pivot bolts and straightened the side rail latch plate to resolve the issue.